Event description:
Underdelivery reported. During a routine preventative maintenance inspection performed by biomedical engineering, the device was noted to deliver 20% below the expected amount. For example, with an expected delivery amount of 100 ml, the device delivered 80 ml. There were no clinical reports of any problems while the pump was in pt use.

Manufacturer narrative:
The pump passed performance verification testing within product specification. The frequency of death or serious injury reoports for code (underdelivery) for lifecare model 4 products is approximately 1.37/million sets.